Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the stored egms revealed noise. The noise was not reproducible in-clinic. No intervention was performed at this time. The patient will continue to be monitored via remote transmission.